Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident was returned to belmont for investigation on 2/15/2021; evaluation of the unit is in process. Fluid contamination can cause problems with the membrane switch/cpu board interface, however without results of the investigation a root cause cannot be established. The operator's manual cautions the user: "immediately wipe any spills from the device." The service and preventive maintenance schedule outlined in the manual also instructs the user to check the unit seals every six months. The rapid infuser also has three different levels of sensitivity: fast, medium, and slow. The key rate on the rapid infuser is set at the factory to "medium", but can be adjusted by the operator. The operator's manual provides the following information: "the key rate sets up the sensitivity of the touch keys. There are three different levels of sensitivity; fast, medium and slow. The current level of sensitivity is indicated on the key itself. The fast setting requires the least amount of time for a key to respond. The medium setting requires more time and the slow key requires the most time and makes the touch keys least sensitive. The key sensitivity is set at factory to medium. Note that this key changes the time required to depress a key for stroke to be recognized. The pressure required is not affected." Without results of the investigation, it is difficult to determine what occurred in this case. The manufacturing and service records for this serial number were reviewed and nothing notable was observed. No patient injury was reported. A follow-up report will be submitted upon completion of the investigation.

Event description:
The user facility reported that the belmont rapid infuser, ri-2 touch screen was frozen during a procedure; the users were unable to change the flow rate on the touch screen or power down the unit.